Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that the ultrafiltration (uf) time changed on a fresenius 2008t hemodialysis (hd) machine after the an online clearance (olc) test during the patient's treatment. The machine did not alarm. The patient¿s treatment took two minutes longer than scheduled. The clinical manager stated that the uf goal, rate, and time were not adjusted. The uf was not turned off at all during treatment. The patient was able to successfully complete treatment on the machine and the correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post weights were as expected and the same scale was used for both readings. It was unknown if the patient ate or drank at all during treatment or additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the clinical manager, the machine was returned to service and no parts were replaced or machine repairs made.